Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine at an unknown d ose/concentration via intrathecal infusion pump for malignant pain and bone. It was reported to the company rep on (B)(6) 2020 that the patient¿s pump was empty, and the hcp wanted to turn off the alarms as the patient was terminal and in hospice care. It was reported that no refill occurred on (B)(6) 2020 and that the patient¿s pump had last been filled in (B)(6). Telemetry confirmed that the pump was dry as of (B)(6) 2020. It was reported that the patient¿s family didn't want the pump refilled and wanted to turn off the alarms. The hcp did not want to ¿kill¿ the pump so a false volume of 15 ml was entered despite the pump being empty and then set the pump to minimum rate. The refill alarm was changed to .5ml. It was reported that the pump should not alarm until (B)(6) 2026. The pump was left in the patient and no surgical intervention was planned. The issue was resolved at the time of the event. The patient¿s status was alive with no injuries. No further complications were reported.